Event description:
Pt reported that back to back tests performed on their surestep meter were 17, 31 and 36 mg/dl (68% difference). Control solution test result (137) was in range. The meter is not cleaned according to MFR's product recommedations. No symptoms were reported. There was no allegation of harm.